Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to myopotential oversensing on the primary vector. The patient was admitted to the hospital, the therapy was turned off and the vectors reevaluated. No vector was suitable, and the physician decided to explant the system. Additionally, an x-ray was performed and showed good connection inside of the header. A fracture was suspected. No additional adverse patient effects were reported.

Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to myopotential oversensing on the primary vector. The patient was admitted to the hospital, the therapy was turned off and the vectors reevaluated. No vector was suitable, and the physician decided to explant the system. Additionally, an x-ray was performed and showed good connection inside of the header. A fracture was suspected. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: code f23 added into field h6.